Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a plain old balloon angioplasty procedure a balloon rupture occured. The lesion was located in the heavily calcified circumflex artery. During predilation, on the first inflation, the 2.50x12mm apex monorail balloon ruptured at thirteen atmospheres. The physician received the results they were looking for with one inflation, therefore, an unknown stent was successfully deployed. No patient complications were reported and the patient's status is fine.